Event description:
A report was received that the patient was experiencing burning in the hip from the ipg while charging. The patient underwent explant procedure. Device malfunction was not suspected.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.